Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the patient developed a skin irritation at the site. A hormone cream was prescribed but no improvement has been seeing. The patient was recommended to visit a skincare specialist. No other information was provided on this event.